Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia with sensor glucose peaking at 303 mg/dl for approximately three hours after announcing a ¿more than usual¿ meal and then later announcing an additional ¿usual breakfast¿ meal in an attempt to correct the high; glucose was 284 mg/dl and decreasing during the call. Symptoms included hyperglycemia without reported ketone testing, hypoglycemia, hospitalization, or medical intervention. Outcomes included transient impact on blood glucose with no long-term impairment reported. Investigation included case review, user counseling, and confirmation that the system was in its initial learning phase. Investigation of this case revealed user-related use error involving an incorrect meal announcement used for correction, which could confound automated dosing during the learning period; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect meal entry and use of a meal announcement for correction during early system learning.